Event description:
The customer reported that on 12/2/98 vasoseal was deployed. Hemostasis was obtained. The pt returned for interventional procedure on 12/3/98 via the left femoral artery, right groin observed infection noted. On 12/9/98 pt was admitted for surgical evacuation of infection to right groin site.